Event description:
It was reported non-sustained lead noise episodes were observed on an asymptomatic patient via a remote monitoring system due to sensing latency on the far field channel. The mismatch in the near field and the far field channel resulted in non sustained lead noise episode. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.